Manufacturer narrative:
(B)(4). D6a. Implant date: between (B)(6) 2011 and (B)(6) 2021. G2. Report source: austria. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Literature: "luger, m., feldler, s., schopper, c., gotterbarm, t., & stadler, c. (2024). Is there a difference in pelvic and femoral morphology in early periprosthetic femoral fracture in cementless short stem total hip arthroplasty via an anterolateral approach? Journal of orthopaedics and traumatology, 25(1). Https://doi.org/10.1186/s10195-024-00795-x."

Event description:
On 09-jun-2025, a journal article was retrieved from journal of orthopaedics and traumatology (2024) that reported a retrospective, single-center, multi-surgeon, comparative study from austria. The purpose of the study was to analyze the pelvic and femoral morphology in cementless short stem tha via a minimally-invasive (mis) anterolateral approach. The study screened 1826 total hip arthroplasties with fitmore stems at a single large academic center between january 1, 2011 and december 31, 2021. Of the screened hips, 39 met the criteria for review as having sustained a periprosthetic fracture within 90 days postop (29 female, 10 male) while 78 were assigned to the non-fracture group. Along with the fitmore stem, patients received a cementless press-fit cut with or without screws (allofit) or a cementless threaded cups (alloclassic csf or alloclassic variall). The study population had a mean age of 74.4 years at time of surgery (range 65-83 years). The study reported 11 patients experienced an intraoperative femoral fracture; of which, 1 occurred at the medial cortex during stem insertion (vancouver classification lt a2). One cerclage cable was applied with no further complications reported. Diligence is completed and no further information on the reported event has been provided.